Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: b5 (describe event or problem) should be: it was observed that during the device inspection, the colonovideoscope exhibited the nozzle of the insufflation channel was clogged by a dark rubbery material. There were no reports of patient involvement. Correction: h6 (component code) should be: 3092 ¿ nozzle & 525 - tube. H6 (medical device problem code) should be: 4048 ¿ failure to clean. Correction: g3 (date received by manufacturer/new aware date) should be: 08/20/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the investigation results, the foreign material in the nozzle could not be identified. The nozzle was clogged with dark rubbery material. The legal manufacturer confirmed the user did not perform/complete reprocessing before sending the subject device to olympus. Subsequently, foreign material remained at the nozzle. Therefore, the root cause for the remaining foreign material could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited issues with reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.